Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
In follow up with the account, it was learned that there was no specific date of surgery for the reported event. It was indicated that they have been noticing a few of the cannulas that come with the healon gv seemed to be clogged or restricted in some way. The following field was updated based on the new information received: initial reporter name and address: email: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received and clarified that the event of cannula restriction, popping off the healon gv unit occurred during priming of the device, and not during the procedure. Therefore, based on the additional information received, this event is no longer considered a reportable malfunction. No further information will be provided under medwatch #3004750704-2019-00013. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the restriction caused the cannula to pop off a unit of healon gv and the viscoelastic squirted out. There was no patient contact or injury noted, and the problem was not related to use error. No additional information provided.